Event description:
Physicist reported that the fluoro r/min rate was 30 pps and exceeds 10r/min when max continuation is placed in the field of a 2 mm lead shield. This is true for normal mag 1,2,3 modes.

Manufacturer narrative:
The physicist report was not available for field service engineer to review. Field service engineer checked the dosage per the sedecal generator service manual, and found the 10r dosage to be 9.5r/min and 5r dosage at 4.4r/min, both within specifications.